Event description:
It was reported that during a lap cholecystectomy procedure, the jaws on the device were sticking and difficult to open. The same device was able to be used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned. Additional information provided: which firing of the device did this event occur on? All. What vessel or structure was the device fired on at the time of the event? Cystic duct and artery. Was the clip fully advanced into the jaws prior to firing? Asku. Was there any torquing or twisting of the device present at the time of firing? Asku. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Yes.